Event description:
Pulmonetic systems, inc. Received an email from a representative of a facility. The representative reported the following event: ventilator "inop". Facility has a special engineer to get the root cause and they will report it as soon as possible.